Event description:
It was reported that when using the bd pyxis¿ es server multiple patient details were not crossing over. Customer tried to reboot without success, unplugged and plugged in the power cable, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient details were crossing over. A technical support specialist dialed into the station and confirmed no communication issues. Dialed into the server and noted it had rebooted unexpectedly. Verified all bd services were running. Ran server downtime query and confirmed all processing times were current. Patient and order samples visible in the server. The system functioned as intended after the technical support specialist investigated the device.